Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and issues with their device's keypad. The customer stats the buttons are hard to press and navigate. The customer states their levels have been running over 600mg/dl. The customer's blood glucose level at the time of incident was 390mg/dl. The customer's most current level was 93mg/dl. The customer has been treating with manual injections and pump. The customer states they were treated in the emergency room with IV drip, insulin, humalin r, and novalin r. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump had cracked case at display window corner.